Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. No other details were provided.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.